Event description:
It was reported the programmer will not interrogate devices. The programmer rf (radiofrequency) head has been changed several times, with the same result. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer does not interrogate devices with a radiofrequency (rf) head except when the yellow connector on the programmer is pushed. The connector is at a slight angle which indicates an anomaly. It was also noted that one of the chart recorder speed buttons was damaged.